Event description:
It was reported that a power on reset occurred. In addition, the device was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and it did not meet expected longevity. The cause is unknown. Performance data was also analyzed and battery depletion was indicated as elective replacement indicator was tripped on (B)(6) 2010. Additionally, power on reset parameters were noted. A critical random access memory parity error was logged on (B)(6) 2010. The analyst determined that the severity was low and that the device should be able to fully recover after the reset.